Event description:
It was reported that the pulse generator exhibited fluctuating battery impedance. The initial battery data was 2.75 v, 8 ua and 18.5 kohms with an estimated remaining longevity of 0.25 years to elective replacement indicator (eri). The measured data was updated and the battery impedance changed to 2.7 kohms, but the estimated longevity stayed the same.

Manufacturer narrative:
Na